Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The subject device was not producing an image with 150 series scopes due to a faulty patient board set. Additionally, dust was found inside the unit. The cable unit itself was rusty. A crack was noted in the front panel and in the power switch. The net spacer was also found damaged during the evaluation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not producing an image during preparation for a diagnostic gastroscopy procedure. According to the initial reporter, no image was present while using a 150 series scope. Reportedly, the procedure was completed 'later' using another device. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the patient board was faulty. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. This new information does not change the results of the investigation provided on the previous report. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that there was no delay in the procedure, it was continued with a similar device without any patient harm.